Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite use of power source and appearance of power source alert. There was no reported impact to the customer¿s blood glucose level. Customer had no alternate charging cable or wall adapter to try, so technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery, planned a follow-up, and advised customer to rely on backup insulin therapy if pump battery depleted before replacement supplies arrived. The issue was resolved by using the new charging supplies.